Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 5 cm and 6 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage at the insertion site during chemotherapy. Catheter pulled and a hole is noticed at 5 cm. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter is 42 cm inserted in basilic vein with 1cm exit site markings. Tip of the catheter in the right position accordingly to sherlock 3cg. Sterile saline 9 mg/ml used to lock catheter between use. Statlock used and PICC dressed straight along patient's arm. Oncology treatment: paklitaxel and carboplatin. Clorhexidine 5 mg/ml used to clean catheter site during dressing change. Additional comments: leakage was noted during chemotherapy and the pump alarmed, the infusion had lasted 2.5 hours out of 3 hours, then the patient did not experience any discomfort, but after 3 weeks when the patient came back for a new treatment, she says that she experienced discomfort below the insertion site in the form of, itching, redness, discolored and scaly skin.

Event description:
It was reported leakage at the insertion site during chemotherapy. Catheter pulled and a hole is noticed at 5 cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.